Manufacturer narrative:
Device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 32 mg/dl. Low bg cause was not known. The customer's parent administered a glucose shot and the customer consumed frosting to address bg. Emergency medical technicians (emts) administered an intravenous bag of d-10 to treat the low bg. Recommendation was made to consult with a healthcare provider to discuss diabetes management.